Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that foreign material came out of the suction channel. This is attributed to failure to clean adequately. Other observations for the device: due to damage on charge couple device (ccd) unit, image noise occurs; due to a crack on grip, water tightness is lost; due to corrosion, switch (sw) sw1, sw2, and sw3 do not work; light guide (lg) bundle is slipping down; due to wear of angle wire, bending angle in up direction does not meet the standard value; control unit is sticky due to water leakage; universal cord is sticky; up/down plate is sticky; video cable has dent; rubber cover of forceps channel port is detached; connecting tube has a wrinkle, dent, and a scratch; distal end has a burn; and sw2 has a scratch. The user¿s complaint of image noise was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation and repair of an image noise issue. There is no reported harm to any patient. Upon evaluation of the device, foreign material came out of the suction channel. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issue of foreign material coming out of the suction channel as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon of "foreign matter remaining in the equipment" could not be further presumed. It was confirmed that a foreign object came out of the suction channel, but it was not possible to identify what the foreign body was. It was further confirmed that the reprocessing method at the user facility did not deviate from the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not possible that the foreign material adhered to the nozzle and was used. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. It was confirmed that reprocess did not deviate from the instructions for use in facility.